Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal hernia procedure, the used device valve seal was damaged. To complete the procedure, a new device was used. No harm was caused to the patient. The return status is unable to be determined.